Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;234974,,D,2015,Valiant,VAMF3636C200TU; VAMC4040C200TU,C76126;288187,,D,2016,Valiant,VAMF3838C200TU; VAMF3834C150TU,C76126;371451,,D,2016,Valiant,VAMF3636C200TU; VAMF4242C150TU; VAMC4646C150TU,C76126

Manufacturer narrative:
EXEMPTION NUMBER: E2015028 TOTAL NUMBER OF DEATH EVENTS BEING SUMMARIZED: 3. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
THIS EVENT IS BEING REPORTED AS PART OF A BULK DATA RELEASE PROVIDED TO MEDTRONIC FROM THE (B)(6) - PATIENT SAFETY ORGANIZATION TEVAR DISSECTION SURVEILLANCE INITIATIVE. THIS DATA HAS BEEN PROVIDED TO MEDTRONIC BY A THIRD PARTY (B)(4) AND IS LIMITED AND DE-IDENTIFIED.